Event description:
Hosp. Stated that microbubbles sticks to the inner lumen of the tubing when they prepping the boston scientific convenience kit, then form larger bubbles in the hubs of the tubing/transducer connections. There has been no pt injury or air injection. The hospital has discarded all samples.